Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap that was missing a weld spot. The pump passed the self test. The pump was programmed with a test guardian link gl3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms the following communications related alerts/alarms around the event date: 794=sensor expired occurred on (B)(6) 2024 @ 13:35:21; 777=change sensor 1 occurred on (B)(6) 2024 @ 13:02:52. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that he/she is unable to pair pump and transmitter was not confirmed during testing. The pump does not meet specs due to the weld spot that was missing from the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-7841zn.